Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition, engagement and initialization tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly several times. Due to the missing teflon pad, the energy delivery test could not be performed. The system logs from the customer are not available. Additional unrelated observation not reported by site: the clamp arm was found to have a missing teflon pad. The complete teflon pad was not returned. Components adjacent to this teflon pad do not show damage. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized in the middle of the surgery. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was unable to be confirmed. The staff did not provide the relevant information. No information related to the patient could be provided.

Event description:
Refer to h11 for follow-up information.